Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02863, 0001825034-2017-02865, 0001825034-2017-02866. Reported event was unable to be confirmed due to limited information received from the customer. Review of the primary revision notes found that the patient was indicated for a bilateral tka due to osteoarthritis. Additionally the right knee was previously indicated for a re-construction procedure. The cuts were made using the guides for both the tibial and femoral components. The trials and then the final components were inserted and then put through a range of motion which found that the knee obtained complete flexion and extension. The patella was noted to tracking properly. Review of the surgical notes confirmed that the patient underwent bilateral arthrofibrosis of the knee. It states that the patient failed to make significant progress with range of motion of knees. Range of motion for the right knee was approximately 5 degrees to 105 degrees flexion and after the manipulation the patient was able to flex it to 135 degrees. Notes also stated that x-rays demonstrated absence of fracture and there were no intraoperative complications. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a closed right knee manipulation due to limited range of motion and failed physical therapy. The patient was also injected with lidocaine and corticosteroid during the procedure.